Event description:
It was reported that the device recorded ventricular high rate episodes with markers that looked like oversensing of noise. The noise may possibly be due to electromagnetic interference (emi); the patient reported using a ham radio. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.